Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was unknown at the time of the incident. The size of the air bubbles were 2-5 millimeters. Troubleshooting was not performed because they did not have the insulin pump or the reservoir at the time of the call. The reservoir will not be returned for analysis.